Manufacturer narrative:
Continued initial reporter postal code: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma-late, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade IV, "liquid", and "lymph nodes with cortical thickening".

Event description:
Healthcare professional reported right side "simple cyst", "capsular contracture" baker grade IV, "liquid", and "lymph nodes with cortical thickening." The device was explanted.